Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report that the female luer cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.406 inches long. Inspection under magnification showed no stress marks. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. Although the root cause was not definitively identified, the probable cause of the breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported leaking from a cracked female luer during a calcium chloride infusion, dosage and rate not provided. The patient was reportedly hypotensive and was given numerous calcium chloride and albumin 5% boluses, prbc's and fluid resuscitation to stabilize the vital signs. There is no report of any lasting harm to the patient.